Event description:
It was reported that the patient presented for a post-implant device check. Upon interrogation, it was noted that the leadless pacemaker exhibited low pacing impedance and low i2i. Programming changes were made. No patient consequences were reported.